Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4: serial no - correction. H2: type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6)2024. Product was provided for investigation. An external visual inspection was performed and passed due to no damage. Nordic bluetooth pairing was performed and failed. Performance data was reviewed. A wearable failure was not found within the investigation window. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on 2/28/2024. Performance data was reviewed. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction d4: lot no - correction h2: type of follow up - correction h6: correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.